Event description:
It was reported by a neurologist to a representative that a patient has vocal cord paralysis. It was stated the patient saw an ent specialist for the vocal cord paralysis who "noted unilateral vocal cord stiffening visualized on camera with vns stimulation", including magnet mode stimulation. In clinic, the patient's settings were adjusted with changes in frequency, pulse width, and reduction in on time. No additional relevant information has been received to date.